Event description:
A surgeon reported that a pt complains of glare following implantation of an intraocular lens (iol). The association between this event and the iol is not known. Add'l info has been requested.

Event description:
Additional info was obtained during a site visit with the reporting surgeon and the affected pt. The pt has been categorized as a very slight sensitive individual who is idiosyncratically predisposed to the symptoms of glare that have been reported. It is unlikely that another lens exchange would alleviate the symptoms.